Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the coupling head was worn, the reverse trigger was sticking and the device failed the power test. It was further determined that the electric motor was loud, had vibration and showed signs of corrosion on it. It was observed that there were corroded trigger components. It was also observed that there was worn coupling head, bearings and seals. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the coupling head was worn, the reverse trigger was sticking and the power test failed on the small battery drive device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.